Manufacturer narrative:
MFR's report date: 03/23/2011. (B)(4). The report of a cracked port of the burette set was confirmed. The cracked port referenced by the customer was a damaged smartsite valve piston of the second smartsite valve. The cause of the damage was not identified; however, the damage is consisted with the use of a needle in the piston that results in a permanent hole in the piston material.

Event description:
Customer reported that the burette set had a crack in one of the ports. The crack was identified after being put into place on a pt. It is unk how long the set had been in use prior to the crack being identified. No pt harm was reported.